Event description:
It was reported that a patient was implanted with an expired device. It was unclear if the device was actually implanted after its use-by date, as the implant date was reported as (B)(6) 2013 but per manufacturer registration, the implant date was (B)(6) 2013 which was before the use-by date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).